Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 238 mg/dl. Customer was thrown by the boys in the water with the pump. Customer pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly also, moisture damage was found on the motor, battery tube and vibrator noted. No moisture damage found on the keypad assembly noted. Unable to perform all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to blank display. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment and minor scratched lcd window.